Event description:
It was reported that post an ablation procedure to treat atrial fibrillation (afib) in the left atrium (la), an intellamap orion catheter was selected for use. The mapping system used was rhythmia, software version 4.5. Echo imaging was performed to rule out thrombus pre-procedure. No computed tomography (CT) was performed prior the procedure. Shortly after the patient was discharged from the hospital, the patient returned with a stroke. It was unknown whether the event was caused by the intellamap orion catheter. No fibrin or coagulant were seen on the tip of the catheter. The nature of the stroke was thrombotic. No air was seen inside of the patient on imaging. A thrombectomy was performed successfully, and the anticoagulation status before, during and after the procedure was 400 seconds. Between the initial act and last act recorded there were about 2 hours of difference. There were little neurological symptoms. The patient was not taking any medications. The intellamap orion catheter was outside the patient during ablation.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that post an ablation procedure to treat atrial fibrillation (afib) in the left atrium (la), an intellamap orion catheter was selected for use. The mapping system used was rhythmia, software version 4.5. Echo imaging was performed to rule out thrombus pre-procedure. No computed tomography (CT) was performed prior the procedure. Shortly after the patient was discharged from the hospital, the patient returned with a stroke. It was unknown whether the event was caused by the intellamap orion catheter. No fibrin or coagulant were seen on the tip of the catheter. The nature of the stroke was thrombotic. No air was seen inside of the patient on imaging. A thrombectomy was performed successfully, and the anticoagulation status before, during and after the procedure was 400 seconds. Between the initial act and last act recorded there were about 2 hours of difference. There were little neurological symptoms. The patient was not taking any medications. The intellamap orion catheter was outside the patient during ablation.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Correction to the initial MDR in blocks b1 adverse event/product problem, b2 outcomes attrib to adv event, g1 manufacturing site, and h6 impact codes.